Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the instrument on universal surgical manipulator (usm) 1 wrist was broken and would not come through the cannula. Technical support engineer (tse) reviewed logs and no related errors were found. Tse advised customer they can use a different da vinci or laparoscopic instrument to align the shaft and wrist of the maryland bipolar forceps in an attempt to remove from cannula. The customer stated they are not able to straighten or align the wrist. The customer was unable to get the instrument to remove from the usm. Tse walked the caller through inserting key into small notch in instrument below instrument release button. The instrument and cannula were removed together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument on universal surgical manipulator 1 (usm 1) wrist was broken and would not come through the cannula, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the customer they can use a different da vinci or laparoscopic instrument to align the shaft and wrist of the maryland in an attempt to remove from cannula. The customer stated they are not able to straighten or align the wrist and was unable to get the instrument to remove from the usm. Tse walked the customer through inserting key into small notch in instrument below instrument release button. The instrument and cannula were removed together. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported based on the following conclusion: the instrument could not be removed from the cannula due to inability to straighten the wrist. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.